Manufacturer narrative:
On return, the device was inspected internally and externally. There was clear evidence of liquid ingress within the mass flow controller of the device

Event description:
User reported that the their fec02 reading appeared to be under reading significantly compared to the other systems that were in operation at the time. No errors seen during the case in the alerts tab. There are two moisture traps. No leaks in the wag line and system was observed and troubleshooted by a clinical specialist. There was no patient harm as a result of this suspected malfunction.